Manufacturer narrative:
H4: the lot was manufactured from may 13, 2019 - may 14, 2019. H10: the device was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed which observed a leak at the spike port cap from the spike port. The reported condition was verified. The direct cause of the condition could not be determined, however a probable cause could be related to inadequate or lack of cyclohexanone being applied during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the administration port. The leak was discovered before patient use. There was no patient involvement. No additional information is available.